Event description:
The customer received a blood glucose reading of 53mg/dl from the contour meter, re-tested on a different meter and received 229mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe test strips are to be returned for evaluation.replacement test strips were sent to the customer